Manufacturer narrative:
Correction initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used as an accessory device in the treatment of severe aortic stenosis. It was reported that during the index procedure, it was noted that the pelvic vessels were very curved and a vessel ruptured while the physician pushed the sheath from the common iliac artery into the aorta abdominals. When the aortic valve was reached with a mdt catheter, it was discovered that the patient had very low blood pressure. The procedure was completed then as the low blood pressure failed to recover even after treatment. It was reported the patient's heart was too weak to recover. It was reported that the patient expired on the same date and the cause of death was given as iliac artery perforation with the sheath. As per the physician the cause of the event was user error. No additional clinical sequelae were provided and the patient is expired.